Manufacturer narrative:
The report received from the field indicated that the physician was inserting the 4 fr. 100 cm. Infinity jl4.5 diagnostic catheter into the sheath, when he realized it broke. The catheter broke at the hub and part of the catheter was in his hand the other part was still in the hub. The nurse told me he simply reached down and pulled out the other/separated piece. There was no reported damage noted to the product packaging prior to opening. There was no reported difficulty removing the product from the packaging. The procedure was completed successfully. The sheath used was a 5 fr. Sheath. There was no reported product issue with the sheath. The same sheath and guidewire were used subsequently with other device to complete the procedure. There was no reported resistance/friction noted during advancement. Both pieces of the catheter remained on the guidewire after the separation and were easily removed. No additional information is available, there was no report of patient injury and the device was returned for analysis. Fal: a non sterile cath f4 inf jl 4.5 100 cm catheter was received coiled in a plastic bag. The body/shaft of the catheter was received separated in two pieces, 20.0 cm from the hub and the other part of catheter body/shaft was found kinked at 14.0 cm, at 52.0 cm and at 78.0 cm from distal the end of catheter. No other anomalies were found on catheter. Per visual analysis separation edges look as if tremendous force was applied. However, it was not possible to evaluate if the separation of catheter body/shaft and kinks found could be due to an excessive force applied condition. The received catheter body shaft pieces od and ID were measured near to the separation and kinked areas and results were found within specification. Sem analysis was performed on the separation surfaces of the catheter to identify the cause of catheter separation. The distal and proximal surfaces at the separation areas show evidence of elongation. Elongation is a common characteristic of pieces which were stretched/ pulled until separation. Stretching/ pulling could have been related to these separation characteristics; however, this could not be conclusively determined. The exact cause of the body separation could not be conclusively determined. As additional investigation the dx catheters manufacturing process was reviewed and there were not tools, equipment or product handling that could cause separations, kinks, or other type of damages on the dx catheters. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported customer complaint of catheter body/shaft separated was confirmed through failure analysis. Evidence of elongation at the point of separation suggests procedural factors may have contributed to the event; however, with the limited information provided this cannot be conclusively determined. There is nothing in the device history report review or the failure analysis to suggest that there is a design or manufacturing related issue therefore no corrective action will be taken.

Event description:
The report received from the field indicated that the physician was inserting the 4 fr 100 cm infinity jl4.5 diagnostic catheter into the sheath, when he realized it broke. The catheter broke at the hub and part of the catheter was in his hand the other part was still in the hub. The nurse told me he simply reached down and pulled out the other/separated piece. There was no patient injury. There was no reported damage noted to the product packaging prior to opening. There was no reported difficulty removing the product from the packaging. The procedure was completed successfully. The sheath used was a 5 fr. Sheath. There was no reported product issue with the sheath. The same sheath and guidewire were used subsequently with other device to complete the procedure. There was no reported resistance/friction noted during advancement. Both pieces of the catheter remained on the guidewire after the separation and were removed easily. No additional information is available.

Manufacturer narrative:
The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.